Event description:
Device malfunction: breakage of device. Time of device malfunction: during device preparation/during procedure. Symptoms/ae: none. It was reported that after successful stent deployment in the right internal carotid artery to treat restenosis of previous endarterectomy, the acculink stent delivery system was removed from the pt. Upon inspection of the device, it was noted that the tip of the stent delivery system had broken off the sheath. Reportedly, the device was inadvertently kinked during device preparation and it was at this juncture that the breakage occurred. There was no evidence that any piece of the device remained in the pt's anatomy, and there were no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(Incorrect device preparation) - evaluation summary: eval of the returned device revealed that the inner member hypotube was separated proximal to the guide wire exit notch and the fracture faces were ovaled as if the hypotube was kinked prior to separating. There was also a kink in the shaft distal to the hypotube separation. The cause of the hypotube separation and kink is unk. The distal portion of the separation, including the tip and inner member was located on the accunet guide wire at the proximal end of the filter basket. No damage was noted to the tip. Based on the available info, engineering confirmed the reported tip damage and concludes that the damage is attributed to the user handling technique and not related to a product deficiency. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event. All rx acculink devices are 100% visually inspected during the manufacturing process.